Event description:
(B)(6). According to the information received, the end user stated that the rough eyelets on the catheter are causing bleeding. The user went to the doctor, who thought the user was catching incorrectly and is on blood thinners. The doctor put in a foley catheter.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted.